Manufacturer narrative:
Pr (B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
For the drainage, the patient had opened the package of vacuum bottle {pleurx drainage kit 1000ml (50-7510)}, where he found that, the drainage line is detached from white "t" plunger of vacuum bottle. Also, there was a vacuum loss from bottle. Hence draining was not possible with that vacuum bottle & because of which draining was not possible. It happened consecutively for 2 bottles & in 3rd bottle there was vacuum loss due to leakage. Regarding leakage issue reported for 3rd bottle- - where did leakage occurred ¿ during the drainage. - is this at the access tip and the catheters valve? If it at the access tip did the access tip. Fully clicked in to the valve - valve. - did the leakage occurred to the drainage line to the bottle - no. - was there damage noted on the access tip or patient's valve - no. - where is the catheter located - chest. - is there a sample available showing the reported issue - yes.

Event description:
For the drainage, the patient had opened the package of vacuum bottle {pleurx drainage kit 1000ml (50-7510)}, where he found that, the drainage line is detached from white "t" plunger of vacuum bottle. Also, there was a vacuum loss from bottle. Hence draining was not possible with that vacuum bottle & because of which draining was not possible. It happened consecutively for 2 bottles & in 3rd bottle there was vacuum loss due to leakage. Regarding leakage issue reported for 3rd bottle- where did leakage occurred ¿ during the drainage. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked in to the valve - valve. Did the leakage occurred to the drainage line to the bottle - no. Was there damage noted on the access tip or patient's valve - no. Where is the catheter located - chest. Is there a sample available showing the reported issue - yes.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).